Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this left ventricular (lv) lead was fractured and exhibited a pacing impedance higher than 3000 ohms. The issue was confirmed during the diagnostic interrogation. The patient underwent a surgical intervention to explant the lead. A new lead was implanted. No additional adverse patient effects were reported.